Event description:
A caller reported experiencing a cartridge alarm 20. Due to the issue, the customer's blood glucose level was high, but the specific value was unknown. To address the high glucose level, the customer took corrective action by administering a correction injection through multiple daily injections (mdi) and did not require third-party assistance. Despite the alarm, the customer successfully changed the cartridge with room temperature insulin and completed the necessary air removal steps, allowing them to resume insulin therapy. The issue was resolved, and no further assistance was needed.